Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Customer called concern his meter was giving results higher than that of his wife's expected non-fasting range of 125-180mg/dl. Customer was most concerned with the result of 347mg/dl this morning at 934am. Customer instructed testing is best when performed fasting. Instructed customer the test strip vial should be stored properly away from moisture, bathroom, and kitchen area. Customer also instructed strips are viable for 120 days after opening and control solution for 90 days after opening. Customer verbalized understanding. Medical attention needed: no. Expected results: 125-180mg/dl fasting: no. Strip storage: yes, stored correctly. Blood test 1:591mg/dl fasting: no. Blood test 2: 155mg/dl fasting: no. Reviewed meter memory: (B)(6). Customers concern:with 291, 204, and 347 mg/dl on 08/07/2015 9:31:00, 9:33:00 and 9:34:00 am customer was most concerned with the result of 347mg/dl this morning. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer complaint of high blood glucose test results. Customer called concern his meter was giving results higher than that of his wife's expected non-fasting range of 125-180mg/dl. Customer was most concerned with the result of 347mg/dl this morning at 934am. Customer instructed testing is best when performed fasting. Instructed customer the test strip vial should be stored properly away from moisture, bathroom, and kitchen area. Customer also instructed strips are viable for 120 days after opening and control solution for 90 days after opening. Customer verbalized understanding. Medical attention needed: no. Expected results: 125-180mg/dl fasting: no. Strip storage: yes, stored correctly. Blood test 1: 591mg/dl fasting: no. Blood test 2: 155mg/dl fasting: no. Reviewed meter memory: 1: 187mg/dl (B)(6) 2015 09:48:00 am fasting: no. 2: 179mg/dl (B)(6) 2015 09:36:00 am fasting: no. 3: 347mg/dl (B)(6) 2015 09:34:00 am fasting: no. 4: 204mg/dl (B)(6) 2015 09:33:00 am fasting: no. 5: 291mg/dl (B)(6) 2015 09:31:00 am fasting: no. Customers concern: with 291, 204, and 347 mg/dl on (B)(6) 2015 9:31:00, 9:33:00 and 9:34:00 am customer was most concerned with the result of 347mg/dl this morning. No adverse event reported.